Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, where the lead was replaced, and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy form their scs system. The patient has high impedance on all but 1 lead contact. It was noted that the patient has had several falls. The patient is pending x-ray imaging to assess if their lead has fractured. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.